Event description:
It was reported that during insertion of the transducer the cardiosave intra-aortic balloon pump (iabp) displayed an error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) stated, visual inspection done all was ok. Not able to reproduce with trainer and catheter. Logs showed te107 continuous bit error. As precaution replaced front end board as per manufacture recommendation. Full calibration, functional testing and safety check to factory specifications. Device returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) performed visual inspection all checked ok. Not able to reproduce with trainer and catheter logs show te107 continuous bit error. As precaution replaced power management board (d670-00-1162) as per manufacture recommendation. Full calibration, functional testing and safety check to factory specifications. Returned to the customer.

Event description:
It was reported that prior to use on a patient, during insertion of the transducer, the cardiosave intra-aortic balloon pump (iabp) displayed an error. There was no patient involved.